Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: the complaint device was received by the manufacturer on 12feb2025 for evaluation. During the preliminary device failure analysis, it was confirmed that there was no mold present, either within the sealed packaging or on the outside of the packaging. There event is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the definition of a reportable complaint. See h10

Manufacturer narrative:
E1 - customer (person): postal code: (B)(6), mobile: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that mold-like foreign matter was found within the sealed packaging of a thal-quick chest tube set. The issue was found in the packaging and did not make patient contact. No harm has currently been reported. Additional information regarding event details has been requested but is currently unavailable.